Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven events were reported for this quarter. Ten devices were received for evaluation; four events were duplicated during testing. The reported event was not duplicated during testing for 4 devices; however, the devices were outside specifications. Four devices were found to be affected by corrosion. Three devices were found to be affected by compromised lubrication. One device was found to be affected by a shattered bearing. Two device evaluations are in progress. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device overheated. Eight reported events had no patient involvement; no patient impact. Three reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. 2 devices were found to be affected by debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device overheated. 8 reported events had no patient involvement; no patient impact. 3 reported event had patient involvement with no patient impact.